Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that three waveone gold files (unknown size) broke during use. The broken files were not retrieved and were incorporated into the filling.